Event description:
It was reported that the there was a lead warning and polarity switch on the right ventricular (rv) lead. Bipolar impedance was lower than unipolar impedance. Low impedance was also reported. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.